Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The reporter stated that there were ¿3 zones of burns (1st degree) caused by the overheating of the device at the moment when the surgeon was about to close the cut¿. The report further stated that a band-aid was applied on the wound. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from france that during a medial patellofemoral ligament (mpfl) surgery on the right knee, it was observed that the small battery drive device, battery device, and the attachment device began to heat-up and smoke while in use together. According to the report, the devices were ¿burning¿ to the touch. The devices came in contact with the skin on the right leg of the patient. As a result, the patient obtained a second degree burn. The reporter stated that immediate actions were taken which included care of the burn on the patient. There were no delays in the surgical procedure. It was not reported if spare devices were available for use. It was not reported if there was any prolonged hospitalization. The outcome of the patient was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.